Event description:
It was reported that whilst the patient was being assessed in hospital for a non-related device issue, loss of ventricular capture was noted. The patient would be monitored. Ventricular lead replacement was anticipated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.